Event description:
A bd vacutainer push button blood collection set started to leak blood approximately 1 inch from needle apparatus in the plastic tubing. The blood collection was halted after the phlebotomist realized where the leaking blood was coming from. The patient had to be re-stuck to finish the blood collection.